Event description:
The customer reported the device vent inop and gave a restart error message during power up, due to the maximum system resets exceeded. The product support engineer advised the customer replace the power switch. The customer replaced the power switch and the issue resolved. The device passed all applicalble testing required. The customer reported no patient involvement, no patient harm.

Manufacturer narrative:
Customer replaced the on/off power switch.